Event description:
It was reported that a pocket infection occurred in a patient who was a participant in the issue 3 study. The implantable cardiac monitor was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.